Event description:
The customer alleged the ventilator entered an inoperative state and the audible alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and failed to reproduce the failure. The unit passed extended self testing. It is not verified that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.